Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger went above the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that during surgery, they noticed that the plunger went above the lens. It didn't go into the patient eye due to not coming out correctly. There was no patient contact, procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).